Event description:
The health care professional reported that the pt's pump had flipped. The pt also suffered a fall. The hcp flipped the pump back and refilled it. The pt was being monitored and was "doing well." No pt symptoms were reported. The medication being delivered via the device system was morphine at 3.2 mg/day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).